Manufacturer narrative:
The medwatch rptr was contacted and we were informed that a 3rd party will investigate the conmed devices. The contact stated that no investigation was being requested at this time for the covidien generator and that conmed had informed them the valleylab generator was compatible with their device. Requests for further info regarding the incident itself were declined by the contact stating the info specified on the medwatch was all they wished to communicate at this time. This included questions on pt gender and whether there had been any pt injury. The contact did state that settings were cut 80 and coag 35 when this first occurred, and they believed but were uncertain that cut was being activated when the incident occurred.

Event description:
The medwatch stated: the dr was cauterizing the tonsil during a tonsillectomy. While cauterizing, there was a spark either from the electrode or from the esu hand piece. The spark turned into a flame. The conmed blue guard ( a non-covidien product) on the electrode actually burnt during the procedure. The settings for the esu were coag 25, cut 25. Further info on medwatch: valleylab (generator) worked appropriately for other procedures during the course of the day.